Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('other specific inflammatory disease of female pelvic organs /pid') in a (B)(6) female patient who had essure (batch no. 685783) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical cancer in 2010, nabothian cyst, vulvovaginitis, perineal pain and acute vaginitis. Concurrent conditions included dysplasia, high grade squamous intraepithelial lesion, suprapubic pain, headache, pelvic pain and adnexa uteri tenderness. Concomitant products included ibuprofen, nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain lower ("lower abdominal pain"), 1 month after insertion of essure. On (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, depression, anxiety, dysmenorrhoea, dyspareunia, vaginal discharge, vaginal haemorrhage, menorrhagia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic inflammatory disease, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Pregnancy test - on (B)(6) 2010: negative. Pregnancy test urine - on (B)(6) 2018: negative. Ultrasound scan vagina - on an unknown date: right ovary/adnexa painful and inflamed. X-ray of pelvis and hip - on (B)(6) 2018: essure devices in correct location in fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record, confirming: abdominal pain, dyspareunia. Concerning the injuries reported in this case, the following one was described in patient¿s medical record : pelvic inflammatory disease. Most recent follow-up information incorporated above includes: on 19-jun-2019: pfs and mr received- previously reported event "medical device complication" deleted, events- ¿abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain,vaginal discharge, lower abdominal pain, other specific inflammatory disease of female pelvic organs /pid¿, lab data, lot number, medical history, concomitant drug, reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('other specific inflammatory disease of female pelvic organs /pid') in a 30-year-old female patient who had essure (batch no. 685783) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical cancer in 2010, nabothian cyst, vulvovaginitis, perineal pain and acute vaginitis. Concurrent conditions included dysplasia, high grade squamous intraepithelial lesion, suprapubic pain, headache, pelvic pain and adnexa uteri tenderness. Concomitant products included ibuprofen, nsaids since february 2010 and paracetamol (acetaminophen) since february 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"), 1 month after insertion of essure. On (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, abdominal pain lower, dysmenorrhoea, vaginal haemorrhage, menorrhagia, depression, anxiety, dyspareunia and vaginal discharge outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic inflammatory disease, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 19-mar-2010: essure device was successfully occluded.. Pregnancy test - on 19-mar-2010: negative. Pregnancy test urine - on 26-aug-2018: negative. Ultrasound scan vagina - on an unknown date: right ovary/adnexa painful and inflamed. X-ray of pelvis and hip - on 26-aug-2018: essure devices in correct location in fallopian tubes.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record, confirming : abdominal pain, dyspareunia. Concerning the injuries reported in this case, the following one was described in patient¿s medical record : pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-jun-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.